Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent high blood glucose readings ranging from 240 mg/dl to ¿high,¿ with review of synced data revealing the ilet body weight setting at 24 lb until a factory reset was performed and the correct weight of 249 lb was entered, after which glucose trended down; the user was educated on pairing, syncing, and best practices, and ketone testing was advised. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to establish a device malfunction or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.